Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the adhesive on the objective lens was found peeling off. Additionally, the angle wire was found elongated, and the unit had notable wear from physical stress. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to a labeling issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the adhesive on the objective lens was peeling off. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect item is due to use stress, external factors, or handling. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope. 4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6. Check that there are no scratches, chips, dirt, gaps around the lens, etc. On the lens at the tip. Figure 3.4 7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean." Olympus will continue to monitor field performance for this device.